Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set had issues with the connection port. The patient stated that "on the extension set, where the white part of the tube connects to the cassette part, the white connection part was poking out." This also caused issues during the priming phase of peritoneal dialysis therapy as there were holes in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.